Event description:
Caller tested 3.0 inr on the coaguchek xs system while a comparison lab returned as 2.3 inr. No actions taken based on device result. Caller's coumadin dose was increased. No adverse event reported. Requested return of suspect system, however, customer no longer has the test strips; replacement was sent.